Event description:
Unraveling of supera stent with retain hardware in the subcutaneous tissue/intra-arterial. The stent was deployed in the usual fashion, unfortunately the distal end could not be freed as a result the stent unraveled and the most proximal end fully deploying in the sheath.